Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The switched common gas outlet was replaced. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed for no fresh gas flow. There was no report of patient involvement.